Event description:
It was reported that the patient was scheduled for implantable neurostimulator (ins) replacement for routine elective replacement indicator (eri). Upon preop interrogation testing, impedance on the left showed out of range; 3 values in the 4,000 range. Factors that may have led to the issue were unknown. The healthcare professional (hcp) changed the ins and reran impedances with no changes; the same impedance issues were observed for the same values for all 3 in 4,000 range. The patient was programmed around the contact and the issue was resolved at this time. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.